Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported " the patient underwent emergency pci under dsa, the blood pressure dropped after the operation, and the iabp catheter was placed through the right femoral artery, the iabp was activated, and the machine worked for several cardiac cycles and then stopped and alarmed. Under dsa fluoroscopy, it was found that the balloon could not be filled normally. After replacing the catheter with a new one, the machine worked normally, and the patient was transferred to the ward smoothly". The second iab was placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the entire flex tip assembly was noted separated and no longer attached to the inner cannula (iabc central lumen) at approximately 6.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times6. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not be filled normally" is confirmed. During the investigation , the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen allowed blood to enter the helium pathway and can result in an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however , the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to address the issue.

Event description:
It was reported " the patient underwent emergency pci under dsa, the blood pressure dropped after the operation, and the iabp catheter was placed through the right femoral artery, the iabp was activated, and the machine worked for several cardiac cycles and then stopped and alarmed. Under dsa fluoroscopy, it was found that the balloon could not be filled normally. After replacing the catheter with a new one, the machine worked normally, and the patient was transferred to the ward smoothly". The second iab was placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".